Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's latest blood glucose level was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump received no button response due to flattened esc, act, up and down button dome switch. Insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.